Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope 'needs to be worked on, goes out of focus. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Device discarded changed to -device not returned. A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a certificate of conformance (c of c) is not readily available on-site.

Manufacturer narrative:
Trackwise ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope 'needs to be worked on, goes out of focus. A replacement device was used to complete the procedure. The hospital did not report any patient effects.